Manufacturer narrative:
Visual inspection found that there was a channel that would likely lead to a breach of sterility present in all devices. All devices failed dye leak testing due to the channel and the channel lead to a breach of the sterile barrier. This channel was likely caused by an angled seal during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 43 complaints, regarding 119 devices for this device family and failure mode. During the same time frame 2,813,910 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .00004 per the instructions for use, the user is advised the following; it is standard medical practice to inspect and/or test all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: previously stated 20-oct-2017 was changed to 31-oct-2017. The initial filing reflects the correct MFR date. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported 139112ext, ultraclean electrode, is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor rejected the 139112ext, ultraclean electrodes for insufficient heat seal. In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.